Event description:
Two healthcare workers complained of burning sensation and skin discoloratin on the hand upon removal of a load from a completed cycle. The workers did not receive medical attention and the symptoms resolved within twenty four hrs.